Event description:
During a lap band procedure, when deploying a clip, it would push out of the jaws and fall into the abdomen. This happened 3-4 times. Clips were removed from patient. Case completed with another device of the same product code. No patient consequence.